Manufacturer narrative:
Additional narrative: reporter is a j&j employee. A product investigation was conducted. Service & repair evaluation it was reported that during the evaluation, the technicians found out that the device failed its calibration. The issue was found during testing at the service and repair. The repair technician reported the device failed torque testing. The cause of the issue is failed low. The device will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part number: 03.602.042, synthes lot number: 9911964-07, supplier lot number: 9911964-07, release to warehouse date: 20-aug-2016, supplier: s.s. White medical products, no ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the evaluation, the technicians found out that the device failed its calibration. The issue was found during testing at the service and repair. No patient involvement, no patient consequence. This report is for one (1) 12nm torque limiting wrench for dual-opening uss. This is report 1 of 1 for complaint (B)(4)..